Manufacturer narrative:
The controller, con098371, was returned for evaluation. The unit was returned initially returned on 11/02/2015. Review of receiving documentation revealed that the controller was removed from storage and is unaccounted for. An investigation was opened under ncr-16228 to further evaluate the whereabouts of the controller. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed. Analysis could not be performed as the device was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller is unaccounted for...

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide and warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad equipment that on (B)(6) 2015 manufacturer representative that patient was seen in the clinic on (B)(6) 2015 and stated that his primary controller felt "really hot". It was stated that log files were sent in. The vad coordinator assessed "controller and it felt extremely hot to her" also. The decision was made to perform an elective controller exchange. The elective controller exchange was done in the clinic with patient. It was stated that the patient tolerated procedure well, and no there were no further complaints and no further issues reported. No additional information provided. Investigation is ongoing.